Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the customer had followed the proper steps during the load sequence and was not outside the pump's allowable operating altitude range. Upon troubleshooting, the customer observed 2 o-rings on the pneumatic tap resulting in the cartridge not fitting perfectly onto the pump. The o-rings were removed and the cartridge was successfully reinstalled. Customer's blood glucose level was 129 mg/dl.